Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and the pump, with no continuous glucose monitor sensor readings. There was no impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.